Event description:
It was reported that the implantable loop recorder had possible undersensing. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. No anomalies found. The device was returned and analyzed and no anomalies were found. The device was returned to the lab due to undersensing/not sensing. The reason for return could not be duplicated during lab testing. An ECG simulator was used to inject signals by attaching the output to the device contacts. The simulator was set to 30 bpm, 60 bpm, 120 bpm, 240 bpm and then shut off. The programmer detected asystole when device shut off, bradycardia when set to 30 bpm, ventricular tachycardia when set to 120 bpm and fatal ventricular tachycardia when set to 240 bpm. All measurements were taken and monitored on the programmer. Preliminary and functional testing passed. Analysis of s2d revealed no abnormal conditions.